Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter (aus) device after six years due to a leak in the device of the cuff. A new implant was successfully implanted.